Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that the patient's reverse shoulder was revised due to disassociation of the glenosphere from the baseplate.